Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a excision of a mass on their back on an unknown date and suture was used. After a week, the suture broke. The patient was reexamined and the suture was unraveled. The knots were present at the ends of the suture site. There were no adverse patient consequences.